Event description:
It was reported that during the procedure, the stapler did divide the bowel, and once stapler released bowel edges fall apart with evidence of firing of staples as staples were at the edge of the bowel. Conventional suturing was performed to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the instrument did not fire during its intended use. There was no patient injury.

Manufacturer narrative:
Correction: e1 (prefix, first name, last name, street 2 removed, phone number removed), d3, d4 (email). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that all of the staples were partially advanced in the cartridge. The staples were in usable unformed condition. The pusher slots that did not have partially advanced staples were not loaded with any staples. The identifying witness mark from automatic firing fixture was present on the instrument handle. It was reported that the staple line did not hold. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when the firing stroke is not completed during application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the ins trument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The black release button may be used to open the instrument at any time during approximation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the stapler did divide the bowel, and once stapler released bowel edges fall apart with evidence of firing of staples as staples were at the edge of the bowel. Conventional suturing was performed to resolve the issue.